Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer loaded another cartridge; however another cartridge alarm 19 occurred. It was indicated that the customer had manual injections available as alternate insulin therapy.